Event description:
The customer observed negatively biased vitros valp qc results on the vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event determined that the vitros 5, 1 was operating as intended. The definitive root cause of the biased valp qc results is unknown. Acceptable performance has been achieved since the customer switched to an alternate valp reagent lot.